Event description:
Consumer reported complaint for physical defect of test strips. Customer has three vials of the same lot number of true metrix test strips and stated that the test strips in all three vials have a sticky residue and are sticking together. Customer stated that all three vials were sealed and intact when received from the pharmacy. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/25/2025 and open vial date was not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.